Event description:
It was reported when using the bd pyxis medstation system medication orders not crossing. The customer reported that medication orders for patients in ed location it was in waiting and did not flow to es for processing. This malfunction caused a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The serial number, UDI and manufactures details kept blank since the given asset information found to be server. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the patients orders were not crossing. A technical support specialist ran the server downtime query, verified the communication between interface (cce), datasync debug and server to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.